Event description:
It was reported that the customer's insulin pump alarmed battery out limit and reset all settings after every battery change. The customer was advised that the insulin pump's internal battery may be at fault. A courtesy, loaner insulin pump was sent to the customer's address. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents. There was no unexpected battery out limit alarm noted. There was an a21 after battery change and the was a memory erased anomaly after the battery change due to faulty c13 on ib. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.